Manufacturer narrative:
The device manufacturer date provided in the initial report was incorrect. The correct device manufacturer date is september 5, 2014. Livanova (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 cardioplegia sensor module was returned to livanova (B)(4) for investigation. The module was visually inspected and no damage was noted on the internal cables/connectors or pcb. The module was connected to the qa test bench and linked to a double head pump. Different doses were delivered with the roller pump using various tube sizes and pump speeds and while connected to various sensors (bubble, pressure, temperature). On each test the single doses were added up correctly to the total volume. The pcb was put under stress with cooling spray and a hot air blower, but no deviations occurred. A second roller pump was linked to the cardioplegia module and the tests above were repeated with different ratios. In every test, the single doses were added up correctly to the total volume. The cardioplegia module linked to the two roller pumps was tested for three hours without failure. The device was cleaned and a technical safety inspection was performed without issue. The unit was returned to the customer. As the reported issue could not be reproduced, a root cause was not determined.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4) a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 cardioplegia sensor module displayed the incorrect volume of cardioplegia solution during a procedure. The display showed 0ml but it should have been approximately 200ml. There was no report of patient injury.